Event description:
Edwards received information through its implant patient registry that a 25mm 11400m mitral valve was explanted after a duration of approximately five (5) months due to unknown reason. A smaller size same model 23mm 11400m mitral valve was implanted in replacement. No other details were provided. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information through its implant patient registry that a 25mm 11400m mitral valve was explanted after a duration of approximately five (5) months due to paravalvular leak caused by infective endocarditis. A smaller size same model 23mm 11400m mitral valve was implanted in replacement. Type and source of infection were not reported. There was no allegation of device malfunction.

Manufacturer narrative:
H10: additional manufacturer narrative: updated section b5. H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.